Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Shortly after the start of use at the time of harvesting, the tip jaw part melted and sealing became impossible, so it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4) the device was returned to the factory for evaluation on 04/19/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle near the toggle switch. Blood and charred material was observed on the heater wire. The heater wire was observed to be flexed away closest to the base of the jaw as well as at the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be peeled back on the side of the center of the hot jaw to the tip of the hot jaw, exposing the metal hot jaw. No other visual defects were observed. No melting of either the hot or cold jaw was observed. Based on the returned condition of the device, the reported failure "melted" was not confirmed, but was confirmed for the analyzed failures "material twisted/ bent wire" as well as for "peeled jaw". The lot # 25154065 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Shortly after the start of use at the time of harvesting, the tip jaw part melted and sealing became impossible, so it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.